Manufacturer narrative:
The lens was returned and the visual inspection found both haptics bent. The optic was not damaged. Due to the condition of the device received, functional testing was not possible. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. The exact cause of the reported event could not be conclusively determined. However, it is possible that user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively due to a broken optic. The incision was enlarged and sutures were required. Another lens of a different model was implanted successfully. Additional information has been requested but has not been received.